Manufacturer narrative:
An MDR is indicated in this complaint. It was reported that a patient was implanted with two pdc vivo devices on (B)(6) 2024. At a follow up it was found that one of the levels had migrated, the surgeon completed a removal of level c5-6 and fused that segment on (B)(6) 2024. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under pdcv-0022. Imaging showed that the implant at c5-6 had migrated anteriorly. The removal was completed due to implant migration. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with two pdc vivo devices on (B)(6) 2024. At a follow up it was found that one of the levels had migrated, the surgeon completed a removal of level c5-6 and fused that segment on (B)(6) 2024.